Event description:
A customer contacted beckman coulter inc. (Bci) to report wash concentrate leak from the hydropneumatic on the synchron lx 20 pro clinical systems from the rocker valve. No injury was reported.

Manufacturer narrative:
A bci field service engineer (fse) replaced valves and tubing.